Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Visual evaluation of the returned product identified that there is debris inside the sterile package. Ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of polyethylene, potentially with a vinyl acetate copolymer. Device history record was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there is black debris/stain in the sterile package. No patient harm reported. Attempts have been made, and no further information is available.